Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned, analyzed and analysis revealed the outer insulation was breached from the 1st rib/clavicle. It was noted that the proximal conductor was distorted from the 1st rib/clavicle and there was blood (not obstructed) in the distal and proximal conductors. The distal end low voltage electrode was covered in blood and the helix was distorted from being compressed. The outer insulation was breached rom being cut and melted. The outer insulation had cosmetic melting, environmental stress cracking and a white substance. The outer insulation was distorted from being kinked/buckled. The inner insulation had cosmetic metal ion oxidation. The analyst commented that although there was severe explant damage throughout the returned distal segment, one location indicated that clavicle rib crush had occurred. This area had an insulation breach with the insulation embedded into the proximal conductor and the proximal conductor distorted. Concomitant product: 4024 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a high threshold of 3.25 volts at 1.0 millisecond bipolar. The unipolar threshold was a little lower, but unipolar pacing produced pocket stimulation. Also the bipolar impedance was 365 ohms and unipolar was 410ohms. The sensing was 0.7 millivolts using either unipolar or bipolar polarities. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.